Event description:
It was reported by service report that the communications cord could not be plugged into the wall outlet. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: damaged communications cord.